Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was unable to ¿snap¿ a cartridge onto the pump. There was no reported impact to blood glucose. Reportedly, a new cartridge was successfully loaded to address the event.